Manufacturer narrative:
(B)(4). Additional information: lot number, catalog number and expiration date. G5 - 510k number. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). This lot was manufactured from june 9, 2015 to june 12, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was leaking from the tubing/line. This occurred while the patient was taking the device out of a fridge for use. The patient was not connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.